Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus (B)(4). Olympus (B)(4) checked the subject device and found that the reported phenomenon was duplicated. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. Based upon the information from olympus (B)(4), omsc concluded that the reported phenomenon was attributed to the failure of the ccd unit because olympus (B)(4) replaced the ccd unit for repair. The failure of the ccd unit might be attributed to the impact such as dropping being applied by the user. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the preparation for use, it was found that the endoscopic image of the subject device was not displayed. There was no report of patient injury associated with the event.